Manufacturer narrative:
Additional information: g3, h3, h6. -complaint allegation is confirmed. -visual inspection of the fastthread¿ peek interference screw, 8x30mm, identified that the internal threads were damaged. -functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure is user error with the device due to improper bone preparation and/or in-use wear/damage, possibly when the driver (matting part) was used with excessive force.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 -complaint allegation is confirmed. -visual inspection of the fastthread¿ peek interference screw, 8x30mm, identified that the internal threads were damaged. -functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported during the arthroscopy that the screw was not properly seated in the bone. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.